Event description:
It was reported that post implant the patient experienced a urinary tract infection. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. This information was received from the mechanical circulatory support product surveillance registry study. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post ventricular assist device (vad) implant the patient experienced premature ventricular contractions (pvcs) with sinus tachycardia. The following day, the patient developed leukocytosis with mild fever of 37.6 celsius. It was also reported that the patient had severe pcm (protein calorie malnutrition). Approximately three days later, the patient had left pleural effusion and continued consolidation of the left lower lobe versus left-sided pleural effusion as well as hematuria with fever and had pink-tinged urine which was a concern for hemolysis. One day later, the patient had intermittent short runs of non-sustained ventricular tachycardia (nsvt) overnight. Approximately nine days after the vad implant, the patient experienced a urinary tract infection. The following day the patient developed pneumonia with loculated left pleural effusion (llpe) and the patient had hemoptysis that same day. Three days later, the patient had right pleural effusion, left atelectasis and collapse with possible empyema. Two days later, the patient had hypokalemia. Two days thereafter, the patient had elevated lactate dehydrogenase (ldh). The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information was received regarding further patient signs/symptoms. Section b5 event description and section h6 patient codes ime and imf codes were updated accordingly. Correction b3: date of event was corrected from 22-dec-2019 to 16-dec-2019. Correction b7: relevant history was corrected to include the history of the cardiac arrhythmia. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the site stated that the patient did not have urinary tract infection (uti). There was concerned for uti, however, this was not confirmed as urine cultures showed no growth. The patient was returned to surgery for complete pleural and pulmonary decortication and for a pleural effusion drainage. Of note, a chest tube was placed.

Manufacturer narrative:
A supplemental is being submitted for additional information: updated sections: - b5.desc evt problem: updated to include intervention performed on the patient and uti update - imf (annex f) health impact: updated to include codes "f19" and "f23" investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information received from the site revealed that three days post ventricular assist device (vad) implant the patient experienced premature ventricular contractions (pvcs) with sinus tachycardia. The following day, the patient developed leukocytosis with mild fever of 37.6 celsius. It was also reported that the patient had severe pcm (protein calorie malnutrition). Approximately three days later, the patient had left pleural effusion and continued consolidation of the left lower lobe versus left-sided pleural effusion as well as hematuria with fever and had pink-tinged urine which was a concern for hemolysis. One day later, the patient had intermittent short runs of non-sustained ventricular tachycardia (nsvt) overnight. Approximately nine days after the vad implant, the patient experienced a urinary tract infection. The following day the patient developed pneumonia with loculated left pleural effusion (llpe) and the patient had hemoptysis that same day. Three days later, the patient had right pleural effusion, left atelectasis and collapse with possible empyema. Two days later, the patient had hypokalemia. Two days thereafter, the patient had elevated lactate dehydrogenase (ldh). Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection, pleural effusion, and cardiac arrhythmia are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information in b5. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leukocytosis was suspected to be related to the stress of vad implant surgery.

Event description:
It was further reported that multiloculated pleural thickening/fluid seen overlying empyema was not excluded. There was ¿essentially complete collapse of the left lower lobe¿. Additional atelectasis or infiltrate was seen in the left upper lobe and lingula. There was also right pleural effusion with a multiloculated area of effusions on the left with possible mucous plugging and comprehensive atelectasis. The patient¿s peak ldh was 616 units per liter, and peak plasma free hemoglobin was 43 milligrams per deciliter.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Investigation of this event is pending and a supplemental report will be sent upon its completion.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient received intravenous (IV) antibiotics.

Manufacturer narrative:
A supplemental report is being submitted for additional information in b5. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that hemolysis was ruled out. The patient was monitored, and a vad ramp study was done with good pump flow. It was also noted that the patient was followed by a dietician for pcm.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information received from the site revealed that three days post ventricular assist device (vad) implant the patient experienced premature ventricular contractions (pvcs) with sinus tachycardia. The following day, the patient developed leukocytosis with mild fever of 37.6 celsius. It was also reported that the patient had severe pcm (protein calorie malnutrition). Approximately three days later, the patient had left pleural effusion and continued consolidation of the left lower lobe versus left-sided pleural effusion as well as hematuria with fever and had pink-tinged urine which was a concern for hemolysis. One day later, the patient had intermittent short runs of non-sustained ventricular tachycardia (nsvt) overnight. Approximately nine days after the vad implant, the patient experienced a urinary tract infection. The following day the patient developed pneumonia with loculated left pleural effusion (llpe) and the patient had hemoptysis that same day. Three days later, the patient had right pleural effusion, left atelectasis and collapse with possible empyema. Two days later, the patient had hypokalemia. Two days thereafter, the patient had elevated lactate dehydrogenase (ldh). It was further reported that hemolysis was ruled out. The patient was monitored, and a vad ramp study was done with good pump flow. It was also noted that the patient was followed by a dietician for pcm. The site stated that the patient did not have urinary tract infection (uti). There was concerned for uti, however, this was not confirmed as urine cultures showed no growth. The patient was returned to surgery for complete pleural and pulmonary decortication and for a pleural effusion drainage. Of note, a chest tube was placed. Additional information received from the site indicated that the patient's hemoptysis was multifactorial and could be secondary to anticoagulation versus diffuse alveolar hemorrhage and "this is volume overload versus mechanical." It was also reported that the patient's nsvt was asymptomatic and was not treated, and that the patient's pneumonia was treated with local debridement. The patients lactate dehydrogenase (ldh) was 616u/l with their high normal of 180 and their plasma free hemoglobin (hgb) was 43 mg/dl with their high normal of 10. It was further reported that multiloculated pleural thickening/fluid seen overlying empyema was not excluded. There was ¿essentially complete collapse of the left lower lobe¿. Additional atelectasis or infiltrate was seen in the left upper lobe and lingula. There was also right pl pleural effusion with a multiloculated area of effusions on the left with possible mucous plugging and comprehensive atelectasis. The patient¿s peak ldh was 616 units per liter, and peak plasma free hemoglobin was 43 milligrams per deciliter. T was further reported that the patient received intravenous (IV) antibiotics. Based on the available information, including the occurrence of the event within 30 days of implant, the device may have caused or contributed to the reported event. Per the instructions for use, infection, pleural effusion, and cardiac arrhythmia are known potential complications associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's hemoptysis was multifactorial and could be secondary to anticoagulation versus diffuse alveolar hemorrhage and "this is volume overload versus mechanical." It was also reported that the patient's nsvt was asymptomatic and was not treated. It was also reported that the patient's pneumonia was treated with local debridement. The patients lactate dehydrogenase (ldh) was 616u/l with their high normal of 180 and their plasma free hemoglobin (hgb) was 43 mg/dl with their high normal of 10.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information received from the site revealed that three days post ventricular assist device (vad) implant the patient experienced premature ventricular contractions (pvcs) with sinus tachycardia. The following day, the patient developed leukocytosis with mild fever of 37.6 celsius. It was also reported that the patient had severe pcm (protein calorie malnutrition). Approximately three days later, the patient had left pleural effusion and continued consolidation of the left lower lobe versus left-sided pleural effusion as well as hematuria with fever and had pink-tinged urine which was a concern for hemolysis. One day later, the patient had intermittent short runs of non-sustained ventricular tachycardia (nsvt) overnight. Approximately nine days after the vad implant, the patient experienced a urinary tract infection. The following day the patient developed pneumonia with loculated left pleural effusion (llpe) and the patient had hemoptysis that same day. Three days later, the patient had right pleural effusion, left atelectasis and collapse with possible empyema. Two days later, the patient had hypokalemia. Two days thereafter, the patient had elevated lactate dehydrogenase (ldh). It was further reported that hemolysis was ruled out. The patient was monitored, and a vad ramp study was done with good pump flow. It was also noted that the patient was followed by a dietician for pcm. The site stated that the patient did not have urinary tract infection (uti). There was concerned for uti, however, this was not confirmed as urine cultures showed no growth. The patient was returned to surgery for complete pleural and pulmonary decortication and for a pleural effusion drainage. Of note, a chest tube was placed. Addit ional information received from the site indicated that the patient's hemoptysis was multifactorial and could be secondary to anticoagulation versus diffuse alveolar hemorrhage and "this is volume overload versus mechanical." It was also reported that the patient's nsvt was asymptomatic and was not treated, and that the patient's pneumonia was treated with local debridement. The patients lactate dehydrogenase (ldh) was 616u/l with their high normal of 180 and their plasma free hemoglobin (hgb) was 43 mg/dl with their high normal of 10. Based on the available information, including the occurrence of the event within 30 days of implant, the device may have caused or contributed to the reported event. Per the instructions for use, infection, pleural effusion, and cardiac arrhythmia are known potential complications associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.